Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intraaortic balloon pump (iabp) had autofill failure alarm. There were no patient harm or injury was reported.